Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney disease. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. This notification was reviewed by the pms clinical expert due to the patient reporting that they have kidney disease. No medical intervention/treatment or additional information was reported. Attempts to obtain additional information have been unsuccessful. The patient makes no allegation of any specific device malfunction relevant to the harm reported. Hence, the event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case (refer to ER 2242138 v02, dreamstation 1 platform voc hhe and er2245262 v00, dreamstation 1 platform particulate hhe). The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation and unit scrabbed.